Manufacturer narrative:
System was used for treatment. Kit lot d372 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break, system error, alarm #17: return pressure or alarm #7: blood leak (centrifuge chamber). However, corrective and preventive actions have already been initiated for drive tube leak/breaks. The kit, photos and smartcard were returned for analysis. Review of the data indicated that prime was completed and blood collection was started. An air detected alarm for air in the collect and ac lines were seen after 310 ml of whole blood had been processed. The operator adjusted the ac ratio and several return pressure warnings, air detected alarms in the collect and ac lines and a blood leak alarm were seen. A blood pump error was the last event seen. Examination of the returned kit indicated that some dried blood was seen on the drive tube and the lower drive tube bearing stop delaminated from the surface of the drive tube. A drive tube leak was confirmed based on the photos and evaluation. The root cause of the reported leak was that the lower bearing stop delaminated and allowed the lower drive tube to twist and break. The lower drive tube is the site of the blood leak. Corrective and preventive actions have already been initiated. This assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Customer called to report the centrifuge was stopped, and it had been returning only for a while at 5ml/min (blood prime). Customer states she received a blood leak detected-centrifuge alarm, opened the centrifuge, and did not note any leak. Customer restarted the treatment and received return pressure alarms. Customer lowered the return rate to 5ml/min, but instrument was not drawing. Customer called for assistance and a system error 3 alarm occurred at the start of the phone call. Clinical services specialist (css) instructed the customer to recycle the power to the instrument. Customer did as advised. Css asked the customer to inspect the centrifuge for leaks. Customer denied any leak. Css instructed the customer to resume treatment in single needle mode to the blood unit. Customer did as advised. Centrifuge leak detected-centrifuge alarm recurred a couple of minutes into drawing from the blood unit. Css instructed the customer to open the centrifuge. Customer noted blood sprayed on the centrifuge wall. Customer states it appears to be coming from the bottom drive tube clamp bearing. Customer aborted treatment. Patient was reported to be stable. The customer will return the kit and smart card for investigation.